Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 57 mg/dl. The customer stated that prior to the event he changed his infusion set. The customer stated that during priming the insulin pump delivered almost an entire reservoir full of insulin. The customer filled a new reservoir and finished changing the infusion set. The customer then went to bed and was found later in the morning shaking and incoherent. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.